Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
(B)(4) received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and no capture on the left ventricular (lv) channel. A revision procedure was performed and the lv and device were removed from service. No adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the lead was performed in our post market quality assurance laboratory. Visual inspection noted damage to the lead body. Resistance testing confirmed the lead was electrically discontinuous. Microscopic visual inspection noted the anode and cathode conductor coils are fractured approximately 405 mm from the terminal pin. It appears that the suture sleeve was located approximately 384-404 mm from the terminal pin. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--